Manufacturer narrative:
H2) correction: d4 model number updated. H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was not duplicated. There was no damage or other defects observed on the device related to the manufacturing process. The device was connected to a pump and set for priming testing and set to "run", where no discrepancies were detected on the sample. The tubing was fully priming and connected without difficulty, and as the pump was set to running, the liquid flowed through the whole device without interruptions.

Event description:
It was reported that the disposable draws air by itself after venting the line. The event occurred at the patient¿s home, while preparing (setting up) parenteral nutrition.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.